Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that on the first 7 distal rows; stent struts were distorted, twisted, bunched and pushed proximally. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypo tube kink 182mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 17-oct-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 16x3.5mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery. Predilation was performed with a balloon. Following predilation, residual stenosis was 80%. A 2.75mm28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.